Event description:
It was reported to olympus that the camera head would not register when plugged in. The issue occurred during preparation for use/prior to sedation for an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. The device evaluation found a failed leak test on the cover. Also, the rubber part was peeled on the rear cover packing, the cable is discolored, and a stain on the bottom of the lens was unable to be removed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. "If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. Olympus will continue to monitor the field performance of this device.